Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that malfunction alarms occurred. The customer¿s blood glucose (bg) was "high", although specific value was not provided. The customer addressed the elevated bg with a manual dose of insulin and reverted to an alternate method of insulin therapy.